Event description:
It was reported that the pt had no stimulation and a loss of therapeutic effect. This event occurred after sat on a metal chair that had a horizontal piece on the back of it. The pt thought, they felt the lead detach or move, and had not had any stimulation or therapeutic effect since that event. Later, it was reported that an impedance check was run to determine if there were any fractures in the lead. There were no fractures found. The pt was reprogrammed so that she had more comfortable stimulation. The pt had no vaginal stimulation which she did have post implant. The stimulation on all 4 electrodes when checked were either rectal in the tailbone area. The pt was to get an x-ray to determine if the lead had in fact moved. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).